Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Patient began whitening on (B)(6) 2017. Patient woke up friday morning ((B)(6) 2017) with swollen cheeks and lips, at which point she immediately called her dentist. Dentist advised the patient to stop whitening indefinitely and to permanently discontinue use of the kör desensitizer. Followed up with dental office on 5-15-17, they reported that the patient returned to the office on (B)(6) 2017 and her swelling and irritation had subsided. The patient will not be resuming with kor whitening.